Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the ICU during insertion of the arterial line, the swg unraveled. As a result, a new kit was opened and used without issue. It is not known if this caused a delay, however, no death or complications were reported as a result of this occurrence.